Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.